Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause was determined to be the adhesive application during the assembly process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during a lung biopsy procedure, following activation of the biopsy device, the outer lumen detached from the hub, resulting in the outer lumen remaining inside the patient. The physician was able to retrieve both the detached component and the remaining device from the patient without complication. No patient injury was reported.